Event description:
It was reported that patient experienced hyperglycemia due to adhesive issue event on (B)(6) 2026 as infusion set tape not sticking and high blood glucose and treated by pump

Manufacturer narrative:
E1: name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325¿1219. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.